Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized and began treatment for the peritonitis with vancomycin (dose, frequency and route of administration was not reported). On an unreported date, dianeal therapy was discontinued. At the time of this report, the peritonitis was not resolved, and the patient was not recovered from the event. No additional information is available.